Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the medications were not linking to orders in epic. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that pocket loads for 1ne needed to be resent. A technical support specialist sent inventory messages and confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.